Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of transfer sets had a connection issue with the amia cassettes. This occurred during an unknown process step of peritoneal dialysis therapy. The home patient (hp) stated that they were having difficulty with the connection of the patient line to the port of their transfer sets. The hp stated that they had to force it to close tightly, but had concerns of it coming apart; no leakage was noted. The hp confirmed that they properly tightened the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.